Event description:
The target lesion was proximal left anterior descending artery(lad). The lesion was a de novo, but other lesion information was unknown. Aha/acc classification of the vessel was unknown. The lesion length was approximately 25mm and the vessel diameter was approximately 3.0mm. It was an elective case. It is unknown if pre-dilation was conducted. Cypher bx (3.0/28mm) was implanted at 25atm (inflation time unknown) at the target lesion. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure were unknown. Ivus was not conducted. It is unknown if act was measured. Eleven days post-procedure, the patient had a total knee arthroplasty for osteoarthritis of the knee. Approximately 3 years post-procedure, the patient developed st-elevated mi. Cag was conducted and thrombus was observed inside the cypher bx. At the same time, stent fracture was observed at the implanted cypher bx and positive remodeling was also confirmed at the vessel around the implanted cypher bx. To treat the thrombus, aspiration and poba were conducted. In addition, a bms (non-cordis, size unknown) was implanted inside the cypher bx. Treatment for the stent fracture and the positive remodeling was unknown. Physician's comment: the possible cause of the thrombotic event was that the effect of the stent fracture and insufficient stent apposition due to positive remodeling.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for fifteen minutes. The same trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
A 2.5mm diameter x 14mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent and a 2.5mm diameter x 12mm endeavor sprint rx stent (MFR# 2953200-2010-2284) were deployed in the prox and mid cx of a pt with no issue reported. However, it was reported that approx 1 months post implant, the pt suffered an mi and died.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.